Event description:
Pt was buying replacement contact lenses without a recent dr's evaluation. Suffered corneal exhaustion with subsequent reduced vision and severe pain over about a one month period of time. Permanent guttata resulted (early fuch's) with recurrent episodes and decreased contact lens wearing time.